Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open connection across all electrodes. Functional testing could not be completed as the sensor was returned used.

Event description:
The customer reported inaccurate values and inability to obtain readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate values and inability to obtain readings. No consequences or impact to patient were reported.